Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 700 mg/dl. Customer was treated for their high blood glucose via insulin drip. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer's husband advised they would call back when they receive the tubing clamps in order to perform the high pressure test. Customer's husband declined to further troubleshoot and advised the patient was in the emergency room.